Manufacturer narrative:
A service report completed 11 october 2019 by a dmta field service engineer indicated that the device was operating within dornier specifications. A hematoma is listed as a potential adverse effect and complication in the compact delta ii operating manual. The details concerning individual patient outcome are not known beyond treatment for the noted hematoma. No defects or inconsistencies were noted with the device as manufactured. No fault was identified with the device during this investigation.

Event description:
Patient hematoma reported.